Event description:
Info received indicates the casters will not hold on one end of the stretcher when the brake is engaged.

Manufacturer narrative:
The technician found the screw heads broken off in the hex rods and the brake/steer linkage was missing. The technician replaced the hex rods and the brake/steer linkage to repair the bed.